Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported filter migration, strut detachment, perforation, deformation as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that, on (B)(6) 2012, a patient underwent a filter placement for an unknown medical condition. Approximately fourteen years and eighteen days later, on (B)(6) 2026, during the retrieval process, the filter had allegedly fractured and the fractured strut was migrated within the retroperitoneum. Subsequently, on (B)(6) 2026, during the removal procedure, it was found that one of the struts was missing and the other eleven struts were bent. Further, the filter was removed. However, the current status of the patient was unknown.